Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patient put a wound vacuum on top of their chest at the time of therapy and this was what likely caused the oversensing. Office testing could not duplicate the noise. No programming changes made. There were no additional adverse patient effects. The system remains implanted.